Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that a patient has the feeling of being "under power", but when the ins is turned off. The patient indicates that he gets pain at the ins. The patient feels shocks at the neurostimulator. There were no environmental, external, and patient factors that may have caused the event. The session and data report have been analyzed. There were no abnormalities seen in the reports. The impedance values are all good (in range) and the neurostimulator did not undergo a reset. In addition, the neurostimulator is also charged regularly and the battery level does not go below 40%. The session report shows that the patient sometimes turns off the neurostimulator for a number of days. Based on the information, it can be seen that the patient only experiences the sensation of "being under power" when the neurostimulator is turned off. If the patient only experiences this sensation when the stimulation is turned off, it is possible that this sensation might not be related to the neurostimulation system. If this sensation of "being under power" is possibly related to the ins system, we would expect this sensation to be present when stimulation is on. It cannot be excluded that the ins system may be pressing on a specific nerve that could cause this sensa tion. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is nl medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: duplicate unreported event/file merged into this event. G2: the country of the event is netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
From (B)(4): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a shock like sensation when the stimulation was turned off. The rep received another message about a patient who has the feeling of being "under power", but this time when the implanted neurostimulator (ins) was turned off. They have already asked a few questions, but only received short responses. Session reports were provided for technical services (ts) to look at. The nurse reported the following: the patient gets a lot of pain when the ins is turned off (seems under power), gets pain at the ins. ¿under power¿ means the patient felt shocks at the ins. When the ins was turned off, they immediately experience pain, but the entire story was not clear. Unknown if the pain goes away when the ins is turned on. Patient feels nothing with the ins on, unknown how long the patient has been experiencing this. Rep thinks that the patient may want to get rid of their ins because it doesn¿t help. Ts reviewed the reports, no abnormalities were seen. The reports did indicate that sometimes the patient turns off the ins for several days. Based on the information, the patient only appears to experience the sensation of "being under power" when the ins is turned off. It is unclear then if the ¿being under power¿ sensation is due to the device being off. The issue has not resolved. Additional information was received. Confirmed related to mpxr 1128105. Merging pe (B)(4) that was already reported (3004209178-2023-25666). Additional information was received. It is unknown when the patient first started to experience this issue, and the what the cause was. The nurse will be seeing the patient again regarding this issue, date of appointment is unknown. Information confirmed with physician/account.